Event description:
Item needed for stent placement. Scrub tech and surgeon unable to flush catheter, testing prior to using on patient. Unable to flush as if there was a blockage. Another catheter had to be used.